Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during right atrial (ra) lead implant, the seal on the catheter did not slit properly. As a result, the seal "caught" the atrial lead and pulled it out of place. A new catheter and lead were used. No patient complications have been reported as a result of this event.